Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient went several hours in between voids and only voided a couple times the day before the report. It was noted that the patient was taking antibiotics and had been experiencing loose stool/diarrhea. Patient noticed some blood from their vaginal area due to being so raw, which was one of the side effects of the antibiotics. Patient started having pain in vaginal area around 1.2 setting on program 1. Patient changed from program 1 to program 2 and set patient at 1.1 and patient felt stimulation in buttocks area. Patient noted to be having some bowel leakage and that program change had not had a remarkable difference. It was later reported that patient had a urinary tract infection and also was still having bowel leakage. Patient felt like they got diarrhea after a program change. No further complications were reported.